Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 9790213 and 510k # k042922 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an anterior cervical fusion at c3-c6 for c4/5 csm on an unspecified date. Several days after the surgery, both screws inserted at c3 were observed as being backed out for approx. Two-thirds of length. It was unknown whether any accompanying symptoms were noted. A revision surgery was performed to replace screws and plate. No other information was reported.